Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site and there was no allegation of device malfunction. Per the instructions for use (IFU), complications associated with the transapical transcatheter aortic valve replacement (tavr) procedure include catheter site bleeding which may require intervention and cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures. Upon review of prior events, the majority of apical bleeding complications/ventricle ruptures appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. Additionally, according to literature review, there is a higher incidence of apical bleeding in female patients and patients over (B)(6). Furthermore, the literature also reports that friable tissue may predispose this patient population to the development of apical access site complications. Although the root cause of the catheter site bleeding in this case cannot be confirmed, the patient's cardiac tissue was noted to be friable, which may have contributed to the event. The patient's advanced age ((B)(6)) and female gender may have also contributed to the event. There was no report of difficulties with sheath insertion or removal. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, upon insertion of the ascendra sheath into the apex of the patient's heart, a decrease in the patient's systemic pressure was noted. Epinephrine was administered followed by chest compressions. The decision was made to immediately proceed with balloon aortic valvuloplasty (bav) and implantation of the 23mm sapien valve without rapid ventricular pacing (rvp). The ascendra sheath and guidewire were removed immediately following valve deployment and the patient was placed on cardiopulmonary bypass (cpb). Tee showed moderate central aortic insufficiency (cai) and minor paravalvular leak (pvl). A pigtail catheter was used to prod the leaflets of the sapien valve, but the cai persisted. The decision was made to slowly wean the patient off bypass to assess if the patient's blood pressure remained stable. The cai was diminished greatly by this action but the patient's blood pressure slowly dropped again and she was placed back on cpb. The decision was made to cannulate the lima graft to check flow. The angio showed no flow into the native left anterior descending (lad) coronary artery, just below the anastomotic site. Bleeding at the apex was noted at this time and surgeons worked to repair the leak with sutures. The vessel was wired and a balloon angioplasty and bare metal stents were place in an attempt to open the lad. The patient was given several units of fluid and blood by perfusion due to blood loss at the surgical site. An attempt was again made to wean the patient from bypass, but it was unsuccessful due to very low systemic pressure. Tee showed that the anterior wall was completely akinetic with global hypokinesis. Ultimately, after placing several stents in the lad, there was no flow to the vessel and the patient had no perfusion of the myocardium from the right side due to a closed right coronary artery (rca) graft. The decision was made after consulting the family to remove bypass support and the patient expired. Additional investigation revealed the following, the cause of death was a major ischemic event caused by the occlusion of the lad coronary artery, which was discovered during the transcatheter aortic valve replacement (tavr) procedure. The patient's saphenous vein graft (svg) to rca was occluded pre-procedure; therefore there was no perfusion to the right of left side of the patient's myocardium due to the occluded lad. Per report, the sapien valve did not obstruct any coronary arteries during. An angiogram revealed an open left main. The distance from the coronaries to the native annulus was described as normal. The patient's cardiac tissue was friable, and became more friable as the ischemic event progressed